Manufacturer narrative:
Blockd4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: imdrf patient code e0402 captures the reportable event of allergic reaction.

Event description:
It was reported that after the spaceoar placement procedure the patient had experienced an allergic reaction with increased blood pressure and redness throughout the body. The patient received medication before hospital discharge. It is unknown the type of medication that the patient received after the procedure.